Event description:
It was reported that a guidewire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid left anterior descending artery (lad). A rotawire drive and a 1.75mm rotalink plus were selected for a percutaneous coronary intervention. The guidewire was inserted with a microcatheter. During the procedure, the burr was rotating at a speed of 190,000 for 30 seconds when the guidewire spring tip fractured. Since it is peripheral, the guidewire was left as it was, and the procedure was completed. There were no patient complications.